Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaints on this lot. Checking the quality databases revealed no anomaly in connection with the described defect. The balloon burst issue is known and monitored on a monthly basis. Possible root cause is a weakness area in the silicone material of the balloon. It is concluded that the risks identified are still acceptable and considered as safe no other corrective action will be implemented as the specific trend for balloon burst of this product family is considered acceptable.

Event description:
According to the available information, the catheter balloon ruptured while inside patient's bladder, a number of hours post insertion. Patient required re-catheterisation. It was reported the patient was unable to pass urine following turp surgery, a second 3 way catheter inserted and irrigation recommenced.